Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat prostate branch aneurysm using packing coil lp. During the procedure, the packing coil lp would not advance past its initial position within its introducer sheath. Subsequently, while attempting to remove the packing coil lp, the pusher assembly became bent. Therefore, the packing coil lp was not used. The procedure was completed using another packing coil lp. There was no report of an adverse effect to the patient.